Event description:
It was reported that the ilet charging pad did not charge the device; the user observed the indicator light briefly illuminate and then blink off despite trying multiple outlets and confirming no visible damage. Symptoms included no clinical effects. Outcomes included the need for replacement supplies, and a replacement charger was arranged. Investigation included user troubleshooting and verification of setup conditions. Investigation of this case revealed a suspected charger malfunction affecting the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.